Event description:
This is a report of a homechoice patient (hp) whose caregiver (cg) stated that the hp felt like she was ready to pass out from pain during drain 4 of 4 and needs help bypassing to the last fill cycle. The technical service representative checked the therapy information and the fill volume was 2000 milliliters (ml) with a drain volume of 2446 ml. The tsr assisted cg bypass to last fill. The nurse stated that the patient currently has a hernia, which is being closely monitored. The nurse further stated that a few adjustments were made to therapy and the patient was able to continue successfully. There are no volumes reported that fulfill criteria consistent with increased intra-peritoneal volume or an overfill event.

Manufacturer narrative:
(B)(4). The device was not requested at the time of the original call because the technical service representative was able to resolve the customer request over the phone.